Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a right side deflation. The device has been explanted and replaced.

Event description:
Health professional reported, a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, one linear opening, wear abrasion and black particles in device inner/outer surface. A microscopic analysis and leak test were performed which identified, one opening crease smooth. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side posterior assessed, as fold flaw opening.